Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of gastric pylorus and ileum in a pancreaticoduodenectomy procedure, the green bar was visible in the indicator window of circular stapler but did not cut and fire. Another circular stapler was used to complete the case. When stomach and pylorus were disconnected, open stapler was also used but black pusher thumb piece could not be move and it did not fire either. New open stapler handle and reload was used to complete the case. There was no patient injury.